Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was evaluated by a zoll approved business partner. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.